Manufacturer narrative:
Batch review performed on 18-oct-2022: lot 2201232: (B)(4) items manufactured and released on 12-apr-2022. Expiration date: 2027-mar-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved: batch review performed on 18-oct-2022: gmk-primary 02.07.0312psf tibial insert ps fixed size 3/12mm (k090988) lot 2204254: (B)(4) items manufactured and released on 27-may-2022. Expiration date: 2027-may-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation: few days after primary tka in 78 year old woman, the joint is not stable in spite of a seemingly correct position and revision is undertaken. Stability cannot be achieved even using thicker inserts and therefore a constrained prosthesis is chosen and implanted. It's possible that the original tibia cut was performed a little too low, but this could be compensated by a thicker insert. The absence of stability both lateral and posterior leads to think of a deficiency of the soft tissues, particularly ligaments and capsule. This revision was not due to a defective device. Analysis performed by mysolution project manager: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
At about 3 days after the primary surgery, the patient luxated her knee. During the revision, it was not possible to restore the correct stability by using inlays with different thickness, so the whole prosthesis was removed and a hinge system was successfully implanted.